Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Ball joint screwdriver fell apart during use. All pieces were recovered and x-ray confirmed. Pieces were accidentally thrown out before they were able to be removed from the field for return.